Manufacturer narrative:
(B)(4).

Event description:
This lv lead had high thresholds. An attempt was made to reprogram the parameters however they were unable to achieve a 2 to 1 safety margin. The issue is ongoing. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.